Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 270 mg/dl at the time of incident. Customer¿s current blood glucose level was 15 mmol/l at the time of call. Customer stated that there was no leaks or air bubbles in the tubing and reservoir. Customer alleging the insulin pump because customer had bolus and still blood glucose was rising. The insulin pump will not return for the analysis.